Event description:
The product complaint report shows the customer alleged that during a pre-patient electro-shock therapy, the audible alarm was too low to be heard when set at the max setting. The facilities biomedical technician verified the report and replaced the utility harness. The device passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.